Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver gablofen (baclofen) 2000mcg/ml at a dose of 500mcg. It was reported that the patient's mother described increased episodes of "itchy, twitchy, bitchy" and most recently took the patient to the emergency room (ER) for evaluation. The patient's mother mentioned she had to take the patient to the ER for suspected baclofen withdrawal increasingly as the pump had aged. Troubleshooting when the patient presented to the ER had been difficult, as the ER staff had been administering drugs to address baclofen withdrawal before the managing doctors had been able to access the patient. A catheter access port (cap) study was conducted and the doctor reported that the catheter was working fantastic. The doctor and the patient's mother elected to replace the pump to rule out any device malfunctions and to see if the increased episodes ceased. During the replacement, the catheter was patent as well. Good flow was observed. When talking with in the post-operative unit, the mother stated that they had increased incidence of these "itchy, twitchy, bitchy" episodes as the pump had aged. In regards to environmental, external, or patient factors that may have led or contributed to the issue, it was noted that the patient was also tak ing oral baclofen. It was unknown if the issue was resolved at the time of this report. The reporter stated that, at future post-operative appointments, they could ask if the patient had experienced improvement.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that it was unknown if the pump replacement resolved the event, as the patient's post-operative appointment had not yet occurred.

Manufacturer narrative:
H3. Analysis of the pump identified no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was noted that the patient's medical history included cerebral palsy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the pump was returned after explant due to suspected intermittent stalling.